Event description:
It was reported the customer's insulin pump required a battery change every week. The customer also reported a no delivery alarm after replacing their battery. The customer was advised to inspect if their battery compartment was damaged or corroded. The customer also reported the no delivery alarm occurred during a manual prime. Troubleshooting could not be completed as the customer did not have a plunger. Customer's blood glucose was 190 mg/dl. The customer stated they would monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).